Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The reported observation of ipg became inoperable after unrelated surgical procedure was confirmed. The analysis results concluded the inability to turn on the implantable pulse generator (ipg) stimulation was due to the device entering the service application state. The root cause of the device entering the service application state was due to the unrelated surgical procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced to address the issue.